Manufacturer narrative:
E1-initial reporter facility name: (B)(6) hospital

Event description:
It was reported that a liquid leak occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the device was leaking liquid. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1-initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. After the rotapro advancer was connected to fluid infusion and fluid was infused from the device, a steady drip of fluid was noted from the distal end of the sheath as intended. There was no abnormal device leaks noted.

Event description:
It was reported that a liquid leak occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the device was leaking liquid. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.